Event description:
Pt was implanted with click'x construct at l5-s1 on (B)(6) 2011. One month follow-up x-rays show the rods have slipped out of the click'x pedicle screws. The surgeon plans to revise the pt. This report is #6 of 14 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
The device history records were reviewed and no abnormal findings were identified. Macroscopic investigation shows various marks and abrasion in the hexagonal socket of the set screws, rod saddles, and threads. Marks in the socket show correct use and depth of insertion. One locking cap was found with untypical wear traces from the rod. The set screw on this locking cap was fully screwed back. It is possible the screw was primary correctly locked but for unknown reasons un-tightened and not locked again during surgery. If this is the case the implants on the other side were subjected to mechanical loading. No product fault could be detected.